Event description:
The vessel was described as severely calcified and mildly tortuous. There is no info as to where the physician made access to the pt. A sheath (brand unk) was inserted and the physician was able to pass a guidewire through the lesion without difficulty. After proper inspection and preparation of the balloon catheter, the physician advanced it to the lesion. With the use of an indeflator, five atmospheres of pressure was applied to the balloon for 30 seconds, upon which, the balloon ruptured. The balloon was carefully removed from the pt and another balloon was used to successfully complete the procedure. There was no adverse consequence to the pt.